Event description:
A customer contacted baxter's technical service center reporting that he receives air in the lines. The technical service representative (tsr) advised that he call (B)(6) and baxter when he sees air in the lines. The tsr transferred the call to (B)(6). No patient injury or medical intervention was indicated at the time of the initial report. During a follow up phone call by product surveillance to the nurse on (B)(6) 2010 regarding the report of air, it was revealed that it was a one-time incident, and that it was resolved. The nurse stated that hp did not have any injury or harm as a result of this incident. The nurse thinks the cassettes were discarded after use. The nurse did not have the lot number. The nurse did not have any further details on that. No allegations were made against any of the hp's dialysis products. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed should any necessary supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint for air in line was not confirmed in the lab due to a lack of sample. The lot number is unknown, therefore a batch review was not performed. There was not enough data within the complaint information to identify root cause; therefore the root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.